Event description:
A 2.5mm diameter x 18mm length endeavor rx drug eluting coronary stent was deployed in the lcx # 11-14 for emergent treatment of a pt with ami. During the same procedure, a second endeavor rx drug eluting coronary stent was deployed to target lesion (MFR report # 2953200-2009-01284). It was reported that both the endeavor rx stents were expanded sufficiently and adhered to the vessel wall at the time of deployment. There was no evidence of vessel damage and/or thrombus at the site of the endeavor stents immediately after deployment. Heparin was not administered to the pt, at the time of the emergency procedure. Five days post implant, the pt presented with chest pain. Thrombotic occlusion was confirmed at lcx # 11prox-14, poba was performed and another manufacturer's stent was deployed at proximal to lcx # 11. The physician indicated that the pt had a previous thrombus when admitted to hospital for emergent pci; however, this was not aspirated at this time and the endeavor rx stents were deployed. The physician had commented that this may be one of the root causes of the event. The deployment of endeavor stents is not recommended for pt with a recent acute mi or with severe thrombosis at the lesion site. It is possible that the pt's comorbidities and the failure to administer heparin may have impacted on the reported event suggesting that the pt's condition contraindicated use of this device. Stent thrombosis is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Secondary intervention: poba, other manufacturer stent deployed at proximal to lcx # 11). Evaluation: results: stent thrombosis. Deployment of endeavor rx stent is not recommended in pt with ami and thrombus at lesion site. Heparin was not administered to pt. Evaluation: conclusion: deployment of endeavor rx stent is not recommended in pt with ami and thrombus at lesion site.